Manufacturer narrative:
Details of complaint: the customer reported that the unit has intermittent signal loss. The customer stated that they have 2 zm units that will fade in and out on the signal loss. The customer requested an email with instructions on how to resolve the issue so the instructions were sent on an email. There was no patient injury reported. Investigation summary: nk tech support learned that the customer had hiq view on and advised the customer to turn it off. (B)(4) found that having hiq view on would potentially overload the network which would contribute to signal loss. It is likely that that turning hiq view off was able to decongest the network resulting in no signal loss. The risk for patient harm is mitigated in the design of the central monitoring stations as they are designed to notify clinicians in the case that signal occurs with org devices. As signal loss is easily noticeable to clinicians, alternate patient monitoring arrangements can be made in response to signal loss events. Root cause cannot be determined, it is likely to be related to settings. A CAPA is not warranted. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the org. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the org unit has intermittent signal loss during use with patient.

Manufacturer narrative:
The customer reported that the unit has intermittent signal loss. The customer stated that they have 2 zm units that will fade in and out on the signal loss. The customer requested an email with instructions on how to resolve the issue so the instructions were sent on an email. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 06/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 06/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 06/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the org: gz's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the org unit has intermittent signal loss during use with patient.